Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during multiple cataract surgeries with intraocular lens (iol) implantations, some filaments appear to be attached to the lens optics, forcing maneuvers to remove these filaments could complicate the course of the surgeries. The physician said that they are a part of the lenses and has ruled out that these filaments may be introduced to the lenses in some way during surgery. There are three medical device reports associated with the report of multiple events with filaments are iol's. This report is for multiple lenses with no specific event dates or patient identifiers.